Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving a sensor scan of 248 mg/dl when compared to an adc meter result of 116 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called and upon their arrival, a blood glucose reading of 76 mg/dl was obtained in comparison to a sensor scan of 155 mg/dl and the customer was provided food (pasta dish) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving a sensor scan of 248 mg/dl when compared to an adc meter result of 116 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called and upon their arrival, a blood glucose reading of 76 mg/dl was obtained in comparison to a sensor scan of 155 mg/dl and the customer was provided food (pasta dish) as treatment. There was no report of death or permanent injury associated with this event.